Manufacturer narrative:
A ge service rep performed an on site investigation. The power plug connection was tightened during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a displayed communication error and therefore shut down. There are no reports of pt injury or death associated with this event.